Manufacturer narrative:
(B)(4). The device was evaluated on-site and the reported problem is currently being investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. This event occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log were performed. The f-38 alarm was identified during functional testing and review of the alarm log. The cause of the condition was the force sensing resistors were out of specification. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.